Event description:
It was reported that during a vein harvesting procedure, while the physician assistant, who was harvesting the sapheneous vein, was cleaning the blade of the bisector from excessive tissue, they cut their thumb with the blade. The physician assistant used suture glue for the cut. Although there was no product failure and/or the cut was not related to product malfunction, the event will be filed as a serious injury since at this point in time it is not known what further potential outcome may occur from the cut and medical intervention was performed for the cut.